Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 132mg/dl, 47mg/dl, 43mg/dl, 145mg/dl. Tests were done within <10 mins with a difference of 50mg/dl. Pt did not experience any adverse events. No further info has been reported.